Event description:
It was reported by the rep that surgeon was performing vats with a 5mm scope which was removed many times for cleaning. A small ring shaped object was found in the chest and was removed. Opened another trocar to complete the case. There was no consequence to pt.